Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue female connector of a peritoneal dialysis (pd) transfer set was unable to disconnect from the patient line of the homechoice cassette. This was observed while disconnecting from peritoneal dialysis (pd) therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Based on the returned device, the catalogue # is 5c4482, the brand name is minicap transfer set, which has a 510k # of k152675. H10: the sample was received for evaluation with a patient connector attached to female connector. A visual inspection with the naked eye noted that the female connector was separated from the main body. Functional testing, including leak, clear passage and clamp function testing were performed with no issues noted. The connection/disconnection between the female connector and patient connector were performed with no issues noted. The reported connection issue was not verified at the female connector. However, a separation of the female connector from the mainbody was verified. The cause of the separation was due to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted